Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Reportedly, customer loaded new pump supplies and resumed insulin delivery to resolve the issue. Customer's blood glucose was 125 mg/dl.